Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. Prior to patients use, the tubing sets were primed with unspecified solutions. The customer contact reported the cair clamps did not completely stop flow of solution after being closed. Though requested, no additional information was provided.

Manufacturer narrative:
One opened device was evaluated. The device passed testing. No unrestricted flow was noted. The cair clamp completely shut off flow. The catalog number provided is the domestic list number that is comparable to the international list number. This report represents all the information known by the reporter upon query by hospira personnel.